Manufacturer narrative:
The reported event of power sources switching from one port to the other earlier than expected on the returned devices, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of (B)(4) confirmed that it had not received an smr upgrade. Log file analysis revealed multiple premature switching events and a critical battery alarm. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. (B)(4)- battery / catalog number 1650de / expiration date 08-31-2014. (B)(4). (B)(4)- battery / catalog number 1650 / expiration date 01-31-2016 / manufacturing date 01-06-2015. (B)(4). Review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. The batteries associated with this complaint ((B)(4)) were removed from service, quarantined, and destroyed in accordance with the requirements of fsca apr2014 and fsca apr2014.1 (FDA ref # z16072001) and are therefore not available for analysis. (B)(4) - battery / catalog number 1650de / expiration date 08-31-2014. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 08-31-2014. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The batteries (bat040316, bat040318, bat040319 and bat204056) have being returned; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the "power sources are switching from one port to the other earlier than expected." Patient had an elective controller exchange and batteries replaced that were "exchanged with stock parts." No additional information provided. Investigation is ongoing.